Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
The customer reported that the ventilator would not enter service mode. There was no patient involvement.

Manufacturer narrative:
MFR received date 22 nov 2019. Date of report 25 nov 2019. The customer confirmed the reported ventilator won't enter service mode issue. The customer replaced the switch pcba to correct the reported problem. The ventilator is back in service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.